Event description:
It was reported that during a unknown procedure the one side of the staple line had staple malformed at 1st firing (open shape). It was completed by additional suture. No consequence.